Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified vessel. Intravascular ultrasound (ivus) was performed but device failed to cross the lesion. Following pre-dilatation using a non-bsc balloon catheter, ivus was performed again. A 2.50 x 38mm synergy¿ drug-eluting stent was then advanced but failed to cross. When the device was removed, it was noted that the stent struts were lifted. The device was simply and completely removed from the patient. No patient complications were reported and the patient's status was good.